Manufacturer narrative:
Samples were not received for the investigation however a video was provided. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A review of the video showed that food was unable to pass through the tube however a failure mode could not be confirmed with the video provided. No corrective action will apply since the sample was not available to confirm the failure mode reported. If a sample is available later on, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10-17-2016 that a customer had an issue with an enteral feeding pump set. Customer reports: the tube that connects inside the kangaroo joey will not last the stated 48 hours. The tube collapses right after the tabbed entry point so no fluid will pass through it. The tube is also too short. There has been no patient harm and they changed to a new set when this occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.